Event description:
Rep reported that the surgeon revised a valve as it was not working.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.